Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 5.2 was not functioning properly due to a faulty row board cable. A field service engineer reseated the row board cable on the back of the drawer, used the hardware test application to pop out all cubies and trays, and cleaned out any debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, had whole drawer was not recognizing the pockets. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.